Event description:
It was reported that on an unknown date in 2018, an unknown size epic mitral valve was successfully implanted. On an unknown date, patient presented with shortness of breath and imaging reveled valve insufficiency. On (B)(6) 2023, the valve was explanted and a new unknown size valve was implanted. The explanted valve showed torn at stent post. The patient was reported stable after the explant procedure.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to shortness of breath and valve insufficiency was reported. Also reported that explanted valve showed tear at stent post. The investigation found that the leaflet 1 was torn near stent post shared with leaflet 2 and leaflet 3 was torn near stent post shared with leaflet 2. Fibrous pannus ingrowth was found at inflow surface of leaflet 1 and 2. Additionally noted that marked thinning and loss of collagen fibers at all leaflets. No inflammation or significant calcifications. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.